Event description:
The patient had high grade heavily calcified rca and left circumflex disease requiring atherectomy. During the complex pci, the diamondback 300 distal part of viper wire (lot# 11189137) got detached and a perforation to the vessel noted. The covered stent was deployed, and balloon was inflated for tamponade purposes. The sheared vipewire was retained.